Event description:
It was reported that during a da vinci s sigmoid colectomy procedure, the insulation on the bowel grasper instrument scrapped off. No missing or fallen pieces were reported. Reportedly, the planned surgical procedure was completed using open surgical techniques.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation exhibited damage from the distal end until approximately 4.5 inches below. The insulation was found with several gouge marks within that area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. The main tube also appeared with discoloration marks with no material loss throughout the entire main tube. Intuitive surgical, inc. Has made several attempts to obtain additional information concerning the reported event. As of the date of this report, no additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information is received.